Event description:
Caller states patient tested greater than 8.0 inr on the coaguchek s system and 6.0 inr on a comparison lab. No actions were taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.